Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate report for versacross rf wire is going to be submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that cardiac perforation, pericardial effusion, cardiac tamponade and likely bleeding/hemorrhage into the mediastinum. The procedure was cancelled. The trace pericardial effusion pre-procedure was seen outside of the right ventricle. During the use of versacross connect access solution for a watchman implant procedure, it was noted that transseptal puncture (tsp) was challenging due to the patient's tortuous inferior vena cava (ivc) with apparent strictures or stenosis. The implanting physician had difficulty rotating the sheath from a posterior to anterior position. Under tee guidance, tenting appeared medial and somewhat posterior. After the rf pulse was applied and access was gained, it became evident that the patient's anatomy was abnormal and that a cardiac perforation had occurred instead of a successful tsp. There was at least 1 cm of obvious tenting on the inner septum. The perforation occurred when rf energy was applied to the versacross wire. With tee guidance, the crossing look to be medial and posterior. There is no extra force supplied to the first across system when we crossed. Additionally, a pericardial effusion was noted, with likely bleeding into the mediastinum. The patient was normotensive at the beginning of the procedure, and profoundly hypotensive with the pericardial effusion. Upon recognizing the perforation, support staff were immediately called, including an additional cardiologist and a cardiothoracic surgeon. The patient's anticoagulation was reversed, and the wire and sheath were withdrawn and removed from the body. Pericardiocentesis was performed to manage the effusion and bleeding. The patient received a blood transfusion during the procedure. Dark blood was removed from the pericardial effusion and the blood was given back to the patient at the time. The patient was transferred from the cath lab to the ICU in poor condition. However, on the following day, it was reported that the patient was extubated, normotensive, and showing significant clinical improvement. On (B)(6) 2025, the patient was transferred from the ICU to the cardiac floor. The patient was discharged home friday (B)(6) 2025. The device is not expected to be returned for analysis (disposed). There is no extra force supplied to the first across system when we crossed. The verse across wire was exposed in standard fashion with the crossing. The doctor inserted the trusteer into the patient in hopes of having better maneuverability to find where he was.